Event description:
During investigation of the system controller, hsc-139037, it was discovered through submitted log files that while the pump was connected to the mobile power unit, there were loss of external power alarms.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.